Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a microbore IV extension set was leaking. The reporter stated that there was bleeding from central line purple lumen with cap still attached to patient. The reporter stated that there was a crack in the lumen. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection showed the male luer was separated from the tubing and gland was recessed in one of the one-link housing. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.